Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided, a cause for the reported heart failure, hemorrhage, pericardial tamponade, and recurrent mitral regurgitation (mr) could not be determined. The reported patient effects of heart failure, hemorrhage, pericardial tamponade, and recurrent mr are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. The reported additional therapies/non-surgical treatments and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature title : single-center five-year outcomes after interventional edge-to-edge repair of the mitral valve.

Event description:
This event was captured based on a research article representing a summary of heart failure, hemorrhage, pericardial tamponade requiring pericardiocentesis, recurrent mitral regurgitation requiring additional clip and re- hospitalization. It was reported through a research article identifying the mitraclip device which maybe be related to heart failure, hemorrhage, pericardial tamponade requiring pericardiocentesis, recurrent mitral regurgitation requiring additional clip and re- hospitalization. Details are listed in the article, titled single-center five-year outcomes after interventional edge-to-edge repair of the mitral valve. No additional information was provided.